Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapy. Patient reports the implant was shut off on (B)(6). The patient spoke with someone and they assisted him with using the pp (patient programmer). She said she would have representative call patient but patient haven't heard back from anyone. Patient states he called his hcp (health care provider). Patient reports today the implant came back on and he was wondering if somehow or another the implant was shut off with a machine. Patient reports therapy was off and symptoms came back but therapy was on now. Patient states he plays the guitar and asked for information. The patient feels stimulation. Patient states he was not worry now because he understand device and therapy better. He has follow up appointment with hcp this week. He was getting 50% relief from therapy and seeing a difference in his symptoms. Patient states when therapy was off he went through "hell." Patient states he may have press the incorrect button and accidentally turned therapy off. Patient states the therapy was working as it is supposed to now. Issue resolved. Patient services confirmed therapy was on setting was program 1 at 0.8 volts. Event date was (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor.